Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device forensic data did show evidence to suggest a power off event, however it could not be determined if the power off was intentional or unintentional. The device does not record power off to specific hardware. No trend is associated with reports of this type.